Event description:
The hill-rom tech reported that this bed had high ground resistance. He replaced the ac plug on the power cord to resolve the issue. There were no reported adverse events associated with this product problem.